Manufacturer narrative:
Block b3: approximated based on the event date provided in the medwatch form (december 2025). Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed in (B)(6) 2025, the specific date is unknown. During the procedure, the balloon was used for dilation, and a leak was observed when it was inflated to 20 mm. It was then deflated and removed from the patient the procedure was completed using another cre pro wireguided dilatation balloon device. The exact anatomy location when the balloon leak was encountered is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.